Event description:
Procedure type: nephrectomy. According to the reporter: in one hour of use, the cutting became dull. Another device was used to finish the procedure. Oozing occurred.

Manufacturer narrative:
(B)(4).